Event description:
It was reported that during a valve implant procedure, the physician accidentally damaged this right ventricular (rv) lead. This lead was surgically abandoned, and the next day a replacement lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a valve implant procedure, the physician accidentally damaged this right ventricular (rv) lead. This lead was surgically abandoned, and the next day a replacement lead was implanted. No additional adverse patient effects were reported.